Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high, compared to a calibrated laboratory meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2017 at 2 pm, alleging that she obtained an inaccurately high blood glucose reading of ¿145 mg/dl¿ with the subject meter compared to ¿92 mg/dl¿ on a calibrated laboratory meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The patient reported that she does not take any diabetes medication, and in response to the alleged inaccuracy she carried on with her usual diabetes management regimen. The patient reported that at the same time the meter issue began, she developed symptoms of ¿sweaty and shaky¿, she denied receiving or requiring any medical treatment in response to the alleged symptoms. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr walked the reporter through a retest and the issue was not resolved. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.